Event description:
It was reported that there was difficulty recapturing the filter. A 3.5-5.5 190cm filterwire ez was selected for use in an internal carotid artery stenting procedure. During the procedure, resistance was encountered when using the torque device to recapture the filter into the outer sheath. The device was replaced with a new one, and the procedure was continued and completed. There were no patient complications as a result of this event.